Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, the patient was showing symptoms of diabetic ketoacidosis (dka). She felt lightheaded, "smelling of ketones", nausea and vomiting. The cgm was displaying 315 mg/dl while the bg was over 600 mg/dl. The patient was taken to the emergency department and treated with IV fluids. Laboratory tests were also done. Results showed that the patient was not in dka. The patient was discharged the same evening when they stabilized. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.